Event description:
Customer reported receiving imprecise meter readings of 18.2 mmol/l and 3.8 mmol/l obtained within a ten minute timeframe. When plotted on a parkes error grid, the results fell within the "c" zone showing the difference in values are considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.